Event description:
It was reported that during transarterial embolization (tae) procedure, the subject guidewire got fractured within a non-stryker microcatheter while guiding to the distal aneurysm. The subject guidewire was removed with the entire microcatheter and there were no remains in the body. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 1 of 2 reports (1st MDR). Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported when the occurred during the transarterial embolization (tae) procedure using the flow diverters. Both guidewires had same issue. The guidewires got fractured within a non-stryker microcatheter while guiding to the distal aneurysm. The guidewires were removed with the entire microcatheter and there were no remains in the body. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to the as reported 'guidewire broken/fracture during use'.

Manufacturer narrative:
This is 1 of 2 reports (1st MDR).

Event description:
It was reported that during transarterial embolization (tae) procedure, the subject guidewire got fractured within a non-stryker microcatheter while guiding to the distal aneurysm. The subject guidewire was removed with the entire microcatheter and there were no remains in the body. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.